Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user was firing the staples during use, some of them fell from the stapler in unclosed condition. Therefore, a new unit was used to complete the procedure. No injury to the patient occurred".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The pusher was observed to be tilted downwards into the staples. Damage was observed on one side of the cover block. The manufacturing team was consulted regarding this complaint. The manufacturing team confirmed that the probable root cause of the damage to the cover block was user mishandling. Upon functional testing, the first two staples fully formed and released in the air. The remaining staple correctly fired in the skin pad. The device was disassembled and die casting anomalies on the forming tool were also discovered. No defects were observed on the pawl subassembly. A corrective and preventive actions was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to severe staple misalignment. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Per DHR the product visistat 35r 6/box lot # 73b2400651 was manufactured on 02/19/2024 a total of (B)(4) pieces. Lot was released on 02/29/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user was firing the staples during use, some of them fell from the stapler in unclosed condition. Therefore, a new unit was used to complete the procedure. No injury to the patient occurred".